Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) to report that the system keeps faulting and requiring a restart. The csr stated it's coming up with multiple error messages and after power cycling the faults keep coming back. The tse had her hard power cycle the entire system and faulted again at power up. The tse could see in the live logs prior to the hard power cycle a 311 for the msc board in the tower. Also could see multiple 307 for the consoles. The procedure was aborted to another dv system.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue. The fse found that the machine was in fault state. Fse spoke to customer who advised that the night before the facility lost power. Fse worked with technical support and programmed cc board outside of aperture. This fixed issue. Fse advised customer to put this robot on a ups as the site has power problems and loses power frequently. The system has been verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.